Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative tried for three hours to jumpstart the battery but were unable to restart the device. The cause of the patient being unable to connect and charge was not determined and the patient's weight was unavailable. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient lost a lot of weight and went from (B)(6)to (B)(6) lbs, and when she was charging her ins "it hurt like mad". Patient also reported that after stimulation was turned back on following MRI, it shocked her even when it was decreased to the lowest settings; so patient turned stimulation off. Patient stopped charging the ins because of the aforementioned reasons. Patient had not charged the ins for one or more months and now she is not able to charge it or "connect" with the ins at all. Patient was also in a car wreck on (B)(6) and since then her back is hurting like crazy. Patient went to the ER following the car accident and had an x-ray taken which she has a copy of. No further patient symptoms or complications were reported in this event.